Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. Reportedly, the tissue around the device site was ulcerated, and exposing the device causes an increased risk of infection. There were no additional adverse patient effects reported. This crt-d was explanted.